Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen was intermittently unresponsive. During troubleshooting with tandem technical support, the touchscreen was working as intended. Customer's blood glucose reached 400 mg/dl.